Event description:
The customer reported that the 840 ventilator had a blank screen. No patient involvement. Covidien troubleshot this issue over the phone with the customer and suggested the graphical user interface (gui) pcb be replaced. Covidien not authorized to service the device.